Event description:
It was reported the patient experienced rib and abdominal pain. The physician was unable to implant replacement the lead. As such, the physician opted to explant the system.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.